Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue login was invalid, and integration was not enabled. A technical support specialist requested to customer for reset the password to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe system was unable to login and password was not working. The customer stated that unable to remove medication for the patient and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.